Manufacturer narrative:
A review of intuvie¿s service records was conducted and no prior service events documenting the same failure modes were identified for this device. Complaint history was also reviewed, and no previous complaints associated with the reported conditions were identified. The root cause of the 30 psi occlusion test failure was determined to be component failure of the pressure sensor. The root cause of the ground resistance test failure was determined to be component failure of the power filter module. Replacement of the pressure sensor and power filter module corrected the conditions. Following repair, the device met applicable electrical safety and performance specifications. Corrective and preventive actions (capas) were initiated to further evaluate these failure modes. Refer to complaint record (B)(4) for additional details.

Event description:
Pump sn (B)(6) was returned to for preventive maintenance. During service evaluation on january 23, 2026, the device failed the 30 psi occlusion test, measuring 20.0 psi (acceptance specification: 22¿38 psi). The device also failed the ground resistance test, measuring 0.336 ohm (acceptance criterion: < 0.1 ohm). On the same date, the device again failed the 30 psi occlusion test, measuring 21.100 psi. Subsequent testing on january 29, 2026 identified an additional failure of the 30 psi occlusion test, measuring 19.000 psi. The repeated occlusion test failures indicated that the pressure sensor output could not be adjusted within specification. The conditions were identified during routine service testing. There was no patient involvement and no adverse event was reported.